Event description:
When the endotracheal tube was being used in a patient the cuff would not inflate. The device has not been returned for investigation. If further information is obtained a follow-up report will be filed.